Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed a loss of prime warning associated with non-zero force. During testing, an ez prime sequence and 24hr duration test were successfully completed with no alarms or loss of prime warnings being duplicated. The force sensor was found to be out of calibration. The pump cover was removed and the force sensor resistance was found to be within specifications. No defect to the force sensor circuit was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. It was alleged that the pump had emitted three loss of prime alarms with different cartridges. After the cartridge was changed, the pump was able to rewind, load, and prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.